Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is still in process. The customer provided their cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is not listed and the automated endoscopic reprocessor (aer) used is medivator advantage. The aer detergent is rapicide 1 and the aer disinfectant is rapicide 2 and pa. The manual detergent is mideclean forte and a manual disinfectant is not used. The instrumentation channel, exhaust channel, and extraction ports were brushed using maj-1888 manual brushes. Their storage practice is using a drying cabinet, and olympus is the maintenance company. The customer performs a pre-procedure device check and precleaning is done immediately after procedure. Water is aspirated through the instrument/suction channel. Air/water channel was not flushed with water and air. The auxiliary water channel was flushed with water. There was no defect to reprocess accessories and manual cleaning is done less than 60 minutes after the pre-cleaning. Leak test is performed. Detergent was aspirated through the instrument/suction channel. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during routine testing, the evis exera ii colonovideoscope tested positive for 8 colony forming units (cfus) of microbacterium oxydans, 1 cfu of brevundimonas vesicularis, 3 cfus of gram-negative rods type 1 not determined, 1 cfu of gram-negative rods type 2 not determined, and 2 cfus of brevibacterium casei. The instrument channel was sampled. Another scope at the user facility had tested positive as well. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Related patient identifiers: (B)(6) (model number cf-h180al: serial number (B)(4)) and (B)(6) (model number cf-h180al serial number (B)(4)).

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the objective lens had a scratch, and the connecting tube was buckled. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.